Event description:
In 2003-left shoulder arthroscopy for instability, labral debridement, and anterior shoulder capsulorrhaphy. Pain buster catheter inserted in the joint. In 2006, massive chondrolysis in left shoulder at the age of 28 yrs old. Lead to: left shoulder resurfacing hemiarthroplasty in 2007. In 2003, pain buster pain pump placed in left shoulder joint. Dose or amount: 300 ml. Frequency: over 3 days. Route: 014. Dates of use: four days in 2003. Diagnosis or reason for use #1: left shoulder instability. #2: labral debridement.